Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au680 clinical chemistry analyzer and replaced multiple parts including the ise reference block, ise reference valve, ise buffer syringe, and the syringe case to resolve the issue. The fse performed calibration, precision, and quality control, which all passed. The fse verified analyzer resumed normal operation. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event, however, there is sufficient evidence to suggest a hardware malfunction was the cause of this event. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of high patient results for ion selective electrode (ise) including sodium (na), potassium (k) and chloride (cl) on their au680 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.